Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. No recent service history found. Event history showed high alarm displayed: cassette not attached properly. Confirmed primary complaint of ¿cassette not attached error,¿ downstream occlusion (dso) sensor intermittently unresponsive, and dso seal degradation. Replaced the dso sensor and dso seal. The dso was calibrated successfully and device passed functional testing.